Event description:
The following info is from an article entitled diabetic ketoacidosis caused by exposure of insulin pump to heat and sunlight. An (B)(6) old girl was taken to the ER with vomiting and abdominal pain. The girl's blood glucose was 20.6 mmol/l, and she was using a model 522 insulin pump. No signs of inflammation or lipohypertrophy were present at the insertion site and the insulin pump was delivering insulin at the programmed rate. Prior to the event, the customer disconnected from the insulin pump to go swimming and left the insulin pump in direct sunlight. After reconnecting, the customer's blood glucose levels began to rise and she had a trace of urinary ketones. The customer gave herself a manual injection and changed the infusion set, but not the reservoir. It was stated that the insulin in the reservoir may have lost its effectiveness due to being in direct sunlight for so long. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.